Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have a corroded drain valve. The membrane switch was missing the on/off button, the return tube was missing silicone and the device was missing the fan guard. Device contained older components, with normal wear and tear due to the age. A noisy pump, cracks in the water tank and a leaking drain valve assembly was discovered during evaluation. The reported issue was confirmed during functional testing of the membrane switch, which was determined to have a peeled label portion. The investigation attributed this condition to age-related wear on the device. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
Additional information received on 28-mar-2023 via email. The unit was scheduled for preventive maintenance, and the customer noticed the touch panel overlay was damaged not "demanded" as previously reported. The manufacturer recommended that the unit be sent in for repair or replacement. No patient involvement was reported.

Manufacturer narrative:
Date of event is unknown, no product information has been provided to date. UDI number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the touch panel was "demanded". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.